Event description:
It was reported that after prepping the device per its instructions for use, during the procedure, a 2.0 x 15 mini trek balloon dilatation catheter (bdc) was advanced without much resistance felt, and no force applied, to a mildly calcified, 90% stenosed lesion in the mildly tortuous mid circumflex coronary artery, however, when attempting to inflate the mini trek with a non-abbott inflation device, the balloon failed to inflate, and a tear and leaking of contrast from the balloon were noted. The mini trek bdc was withdrawn from the anatomy without much resistance felt, and no force applied. Another 2.0 x 15 mini trek bdc was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tear could not be confirmed. The reported inflation issue and leak were confirmed. The reported physical resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on scanning electron microscopy results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.